Manufacturer narrative:
It appeared that the issue reported under manufacturer¿s reference number: (B)(4).(report number: 9710055-2022-00164) is a duplicate of the issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2022-00144). Therefore, the issue is evaluated under manufacturer¿s reference number: (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2022, getinge became aware of an issue with one of surgical lights - volista standop. It was stated the paint was chipping from the spring arm. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.